Event description:
Patient called rn into room to address "air-in-line" alarm on the carefusion IV pump. The channel that was alarming was infusing intralipids at 12.5ml/hr. Rn closed the roller clamp, opened the safety clamp fitment to tap out the air bubbles. While tapping the tubing it disconnected where the flexible tubing meets the bottom safety fitment. A small amount of intralipid sprayed onto the patient, startling him. The broken line was immediately clamped and removed from the tri-fuse. No harm to the pt.======================manufacturer response for IV tubing set, alaris (per site reporter).======================still investigating. We reported to carefusion that there have now been 3 similar reported incidents where the tubing disconnected using lipids.